Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received five sealed units, one unit in an opened package, and one empty opened package from ref. 381412, lot 0080382, as well as one photo. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination of the partially retracted unit, it was observed that there was damage to the grip. The retraction test was conducted which consisted of repositioning the unit to the out position and then depressing the button. The observed damage prevented successful retraction, confirming your reported defect. The unopened units were visually inspected and retraction was performed. No damage was observed and all five units successfully retracted. Based on the evidence, the damage likely occurred due to misalignment during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) had a needle that wouldn't retract. The following information was provided by the initial reporter: "it was reported that the needle failed to fully retract. Complaint 2 of 2: this pr reflects the 24g. This is the second needle this week that did not fully retract. I wanted people to be aware so no one gets stuck accidentally thinking it is safe3. Nancy woger received another instye that failed to retract the needle. The nurse completed a midas report. Instye 24 ga. X 0.75 in. Lot # (01)003829003814121. 381423 22g x 1¿ instyle autogard lot # 0122384. 381412 24g x ¾¿ instyle autogard lot # 0080382. The issue does not cause harm or change the treatment of the patient. It is a safety concerns for the staff as the needle does not retract fully after it is engaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) had a needle that wouldn't retract. The following information was provided by the initial reporter: "it was reported that the needle failed to fully retract. Complaint 2 of 2: this pr reflects the 24g. This is the second needle this week that did not fully retract. I wanted people to be aware so no one gets stuck accidentally thinking it is safe3. Nancy woger received another instye that failed to retract the needle. The nurse completed a midas report. Instye 24 ga. X 0.75 in lot # (01)003829003814121 381423 22g x 1¿ instyle autogard lot # 0122384, 381412 24g x ¾¿ instyle autogard lot # 0080382. The issue does not cause harm or change the treatment of the patient. It is a safety concerns for the staff as the needle does not retract fully after it is engaged."